Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non- healthcare professional reported during intraocular lens (iol) implant procedure, before inserting it into the cartridge, that they noticed a crack. Additional information received and stated that there was no patient contact and no patient harm.